Event description:
It was reported that all impedances were greater than 10,000 ohms on both leads. Since the impedances were high, the patient couldn't feel stimulation at all. As a result, the patient didn't charge the battery for a while. This resulted in an overdischarge prior to the patient's scheduled lead revision and the patient had to be talked through a physician recharge mode (prm). It was indicated that another overdischarge had occurred previously when the patient was hospitalized for a long period of time due to some "major health problems". It was unclear how many overdischarges had occurred as it was also indicated that the patient's battery had overdischarged "several" times. The overdischarge was however, confirmed twice. The physician replaced the implantable neurostimulator (ins) along with the leads in order to avoid another surgery since the patient had at least two strikes against the battery. It was noted that this was not a normal battery depletion. Additionally, there was lead breakage. There was no patient injury and the patient recovered without sequela from the revision.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was functionally okay and only in significant anomalies were found. According to the trace report obtained from the ins; the total recharge count was 411. The last recorded recharge session done while the device was implanted was on (B)(6) 2013. The device was recharged for 7 seconds, battery level 4.000v. The prior charge on (B)(6) 2013 lasted for 38 minutes and the battery charged from 3.94v to 4.030v. The longest of the six recorded recharge sessions was 56 minutes. The over discharge count was zero. The total therapy loss count (lock or sleep mode) was zero. Final device analysis of the lead (lot # v397070039) revealed the following: all wires were broken 20.4 cm from the distal end of the lead. Final device analysis of the lead (lot# v427671029) revealed the following: no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.